Event description:
It was reported that during a lap cholecystectomy procedure, improper clip formation on the cystic duct several times. Second device malfunctioned too. A third one had to be used. No patient consequence.